Manufacturer narrative:
A picture was provided by the customer showing a red bucket with red biohazard bags inside. The device to represent the third occurrence was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter (full) phone number: (B)(6).

Event description:
The complaint involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the tubing flowed through the mini hole in the filter, resulting in either taxol or keytruda spilling onto the patient. The set up was a flow contained in a dive, and sterile gases to prevent contamination of patient and nursing staff. The liquid came out through the micron filter mini hole. There was no patient harm. This report reflects the third of three occurrences of the same failure mode on the same lot number.